Event description:
I have used fixodent approximately in 1994. I started to experiencing numbness and tingling in my feet and hands. Dose or amount: denture. Frequency: once a day. Route: oral. Dates of use: 1979 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.